Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: catheter.

Event description:
Information was received from a consumer regarding a patient's implantable infusion pump for non-malignant pain and complex reg. Pain syndrome type 1. It was reported on (B)(6) 2016 that the patient had a dislodged catheter in 2010. A revision was performed. The patient was being dosed with bupivacaine and sufenta at an unknown concentration and dose for both drugs. The patient's status was unknown.

Manufacturer narrative:
Fdd code (B)(4) no longer applies. Fdc code was updated.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2016. It was unknown if there was a device issue, patient/therapy issue, procedure issue, etc. Related to the catheter became dislodged in 2010 and noted there was possible migration. The patient experienced a return of pain symptoms related to the catheter becoming dislodged. The catheter was revised as troubleshooting performed. The cause of the catheter becoming dislodged was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.